Manufacturer narrative:
An event regarding "pain, armd, reactive granulation, pseudotumor and corrosion and disassociation" involving a metal head was reported. The event was confirmed. Device evaluation and results: a mar dated 11-oct-2017 conducted on the returned device, concluded "damage was observed on the taper of the head. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. No material defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: an mar conducted on the returned device indicated that damage was observed on the taper of the head and this damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. No further investigation is required at this time. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. The patient complained of pain and there was a suspicion of armd, the revision surgery was performed on (B)(6) 2017. During the revision, reactive granulation and pseudo tumor were found in the joint capsule. And corrosion was found at the stem taper and inside the v40 taper. The head and the insert were exchange and the surgery was finished. Surgery was performed on the left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. The patient complained of pain and there was a suspicion of armd, the revision surgery was performed on (B)(6) 2017. During the revision, reactive granulation and pseudo tumor were found in the joint capsule. And corrosion was found at the stem taper and inside the v40 taper. The head and the insert were exchange and the surgery was finished. Surgery was performed on the left hip.